Event description:
The [redacted] emergency department (ed) staff set up an IV pump for a heparin drip. After completing several lab tests and observing no changes in the patient's values, it was discovered that the blue top clamp and rolling bottom clamp were partially engaged, causing the pump to operate in this condition for nearly 12 hours. Although the pump indicated that the correct volume had been infused, no medication had actually been delivered during this period. Additionally, no error alerts were triggered throughout the 12-hour timeframe. Healthcare technology management (htm) staff were able to replicate the issue on two other pumps from stock. The first pump was tested for 5 hours, and the second for 22 hours. In both instances, no fluid was delivered, as verified by both a fluke ida-5 infusion analyzer and visual confirmation using a graduated cylinder and no occlusion alarms were triggered. The pump was set to deliver 23.8 ml/hr, the same setting used on the original pump in the ed, with both the upper blue clamp and lower clamp partially engaged. Both upstream and downstream occlusion tests were performed on these pumps, which passed without issue prior to and after its test run. Manufacturer response for infusion safety management software, spectrum iq (per site reporter). Spoke with sales team who said they escalated it to the engineering team. Have not heard back since then.